Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on helix/lobe mechanism.

Event description:
It was reported the helix would not consistently retract during the attempted lead implant and there were positioning difficulties. The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.